Manufacturer narrative:
Bd received one sample and 5 photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for cracked syringe with the incident lot was observed. Additionally, a review of the device history record revealed no issues were identified. Bd was able to duplicate or confirm the customer¿s indicated failure mode. The most likely root cause of this type of defect is that the syringe barrel was trapped and crushed in processing equipment, which would also have caused the contamination on the outside of the barrel. Although this is confirmed it is difficult to identify when and where this damage occurred as the syringes are manufacture at bd (B)(4) and shipped to (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. It was reported after use of the bd a-line¿ arterial blood collection syringe the syringe was cracked. There was no report of injury or medical intervention.